Event description:
A customer contacted beckman coulter regarding erroneous results on multiple assays that were generated by the unicel dxl 800 access analyzer. The customer indicated that the erroneous results were generated by the reagent pipettor #4. The customer did not indicate which assays were erroneous and how many pts were affected. The actual results were not provided by the customer. The customer indicated that the pts' samples were repeated. No additional information regarding this event was provided. The customer indicated that there was no change to pt treatment attributed or connected with this event.